Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos, and dysphotopsia. The iol was exchanged for a different manufacturers iol with a .5d difference in power in a secondary procedure. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Product evaluation: the lens was returned inside a small specimen jar. Solution is dried on the lens. No damage was observed to the haptics. The optic is torn/cut into two portions. The portions were adhered to the walls of the jar in dried solution. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the complaint. The lens was returned cut into two pieces, similar in appearance to damage from removal from the eye. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the iol exchange was performed to eliminate the patient's dysphotopsia. The patient's issues have resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).